Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (>200 ohms). Shock impedance have been rising consistently over the last year from 70 ohms to 110 ohms to >200 ohms most recently. A technical service (ts) consultant was asked to review latitude website device data. Ts provided recommendations to perform lead evaluation of impedance measurements and noise, during the following aggressive patient maneuvers/isometrics, pocket manipulation and x-ray imaging. No adverse patient effects were reported. At this time evidence suggests the lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.